Event description:
Patient home health rn reported clicking from pump and it not functioning properly. Unknown if product error occurred while in use. Unknown if product error caused any patient or clinical injury. Unknown if product is available for investigation. Replacement sent. Unknown if patient had backup device. No additional information available. Indication: immunodeficiency with predominantly antibody defects, unspecified. Reported to (B)(6) by health professional.